Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
During the fitting in 2014, 2 channels with high impedance appeared, having at that time 4 channels in status hi impedance. The patient at that time was refitted, as his performance had decreased. Later in-situ measurements showed a new channel with high impedance, giving 5 channels in status hi. When moving his head, a variation of impedances was observed. The patient has been re-implanted on (B)(6) 2016. During device removal the implant housing was found slightly rotated.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected i.e. Due to minute device mobility. A further investigation will be performed if any additional relevant information is reported.

Event description:
During the fitting in 2014, 2 channels with high impedance appeared, so that at that time there were 4 electrodes in status hi. The patient at that time was refitted, as his performance had decreased and he needed some refitting sessions.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode is suspected i.e. Due to minute device mobility. Re-implantation is considered, but no date has been scheduled yet. Should additional information be received, further investigation will be performed.

Event description:
During the fitting in 2014, 2 channels with high impedance appeared, so at that time there were 4 electrodes in status hi. The patient at that time was refitted, as his performance had decreased and he needed some refitting sessions. Recent in-situ measurements showed a new channel with high impedance, so that the patient now has 5 channels in status hi. When moving his head, a variation of impedances was observed. As per new information received the patients hearing perception decreased and he is experiencing hearing interruptions and distortion in his perception.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the fitting last year, 2 channels with high impedance appeared, having at that time 4 electrodes in status high. The patient at that time was refitted, his performance decreased, and he needed some refitting sessions. Recent in situ measurements showed a new channel with high impedance, now having 5 channels in status high. When moving the head a variation of impedances was observed.